Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). According to the field representative, a lead revision is scheduled for the next month. No adverse patient effects were reported. At this time, this lead remains in service.